Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: sion black, sion blue, guide cath: launcher7f sal2.5, stent: resolute onix 2.75 x 34. The device was not returned for evaluation. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, (B)(4), instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion extending from the proximal to the diagonal left anterior descending coronary artery that was moderately tortuous, heavily calcified and 90% stenosed. Pre-dilatation was performed, then intravascular ultrasound (ivus) was performed and the lesion was debulked with a 1.75 mm rotablator. The stent was deployed with a kissing balloon technique used. The proximal part of the stent was attempted to be post-dilated with a 3.25 x 15 nc traveler rx balloon dilatation catheter, the balloon ruptured during the first inflation at 12 atm. The device was replaced with a non-abbott balloon to complete the procedure. It was stated that the device was prepped inside the anatomy prior to use and there was resistance met with the lesion during advancement. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.